Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a leak on the reservoir, the device test failed, and the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884. Troubleshooting was performed and the leak past the 2nd o ring. The customer was able to clear the error and complete the rewind process but the pump did not pass displacement test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-332a was requested and customer response was the device will be returned. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, self test. No pump error 43 alarms noted during test. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple pump error 43 alarm on 17:02:19.000, (B)(6) 2025 19:14:19.000, (B)(6) 2025 19:21:52.000, (B)(6) 2025 19:38:00. Pump was cut open to perform visual inspection no moisture damage electronic assembly. However, found corroded motor home switch during visual inspection. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Unit passed all required test. No pump error 43 alarm, device test failed anomaly noted during testing. However, pump error 43 alarm confirmed in the pump history download due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.